Event description:
Olympus was informed that during reprocessing for a therapeutic prostatectomy procedure the rigid scope's image was found to be blurry. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury. During inspection it was found that the light bundle is broken, the scope is bent and the color ring loose.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh) (returned to osh on 2022/12/06). The evaluation at osh confirmed that the color ring is lose, the light guide fibers are broken, the outer tube is bent and the image is blurry. All these error patterns are caused by excessive force and can thus be attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the rigid scope without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.